Event description:
It was reported that on literature review "early femoral insufficiency fractures after primary total knee arthroplasty", 1.5 weeks after a right tka surgery was performed, the patient had a fracture on the medial condyle. Even though the specific treatment for each patient was not disclosed in the paper, it is known that the patients were treated with nonoperative approach, an open reduction internal fixation, revision surgeries of both components, revision surgeries of femoral component only and revision surgeries to a distal femoral replacement. Patient's outcome is known. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Tarity, t. D., xiang, w., guirguis, p., gausden, e. B., chalmers, b. P., boettner, f., carli, a. V., & sculco, p. K. (2023). Early femoral insufficiency fractures after primary total knee arthroplasty. Arthroplasty today, 20, 101110. Https://doi.org/10.1016/j.artd.2023.101110 this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "early femoral insufficiency fractures after primary total knee arthroplasty", 1.5 months after a right tka surgery was performed, the patient had a fracture on the medial condyle. Even though the specific treatment for each patient was not disclosed in the paper, it is known that the patients were treated with nonoperative approach, an open reduction internal fixation, revision surgeries of both components, revision surgeries of femoral component only and revision surgeries to a distal femoral replacement. Patient's outcome is known. No further information is available.